Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed via "heart scan". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on (B)(6) 2025, with lot number 1744883. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedures creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture confirmed via "heart scan". Healthcare professional later reported "hole, non-specific". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, d4, d6b, e1, h6.

Event description:
Healthcare professional reported left side rupture confirmed via "heart scan". Healthcare professional later reported "hole, non-specific". Device has been explanted, replaced, and discarded.